Event description:
It was reported that the attachment would not stay connected to the device during preparation for use. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the device is received and the quality investigation has been completed.